Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that relion® insulin syringe needle hub separated during use. The following information was provided by the initial reporter: material no: 328521 batch no: 0006877. It was reported shield difficult to remove. Needle hub separated when shield was removed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/19/2020. H.6. Investigation: customer returned (2) 3/10cc, 6mm, 31g relion syringes in an open poly bag from lot # 0006877. Customer states that the shield is difficult to remove and the needle hub separated when shield was removed. Both returned syringes were examined and both were returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 0006877 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200876915, 200876702, 200876818] noted that did not pertain to the complaint. There was one (1) notification [200876170] noted for out of spec shield pulls. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that relion® insulin syringe needle hub separated during use. The following information was provided by the initial reporter: material no: 328521 batch no: 0006877. It was reported shield difficult to remove. Needle hub separated when shield was removed.